Manufacturer narrative:
The device was manufactured september 27, 2016 - september 28, 2016. The device was received for evaluation with fluid in its bladder. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, continuous flow was observed from the distal luer. A functional flow rate test was performed, and revealed that the flow rate of the device was within specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had a no flow issue. The reporter stated that after the pharmacist filled the device with fluorouracil and checked the flow, no flow was observed from the device. This occurred before use. There was no patient involvement. No additional information is available.